Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The video cable was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system intermittently had poor image quality on the right monitor. No pt injury was reported.